Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated information previously noted regarding the size and shape of their ins. Information was reviewed with the patient. The patient repeated information regarding already attempting to get a hold of an hcp after having been in the emergency room. The patient stated they were experiencing burning. The patient stated they already turned the ins off. The patient stated they had an appointment scheduled with their hcp on the (B)(6).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient   states about 2 months ago patient noticed the implanted neurostimulator is big and is disintegrating. Patient states it was about the size of a quarter and now it is oblong and at least an inch and a half. Patient can feel it. Patient wants to have the device removed and is looking for a new dr. Patient states calling previously and has a list of drs but all of them instruct patient go back to the dr that implanted the device. . The patient was redirected to their healthcare provider to further address the issue. Patient was advised by a different hcp to try phillips colon help and to take one a day. Patient states within a month there was a change and now not going to the bathroom . Patient mentioned , the medtronic representative was not there at implant because the representative had an emergency and the dr did not know how to turn the device on. For a week patient was going to the bathroom all the time. Patient was able to get the issue resolved and states the mdt rep was sweet and kind ( patient does not know the name of the rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.